Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy device was returned for analysis with the guide wire engaged in the fractured distal driveshaft section. Scanning electron microscopic (sem) analysis identified fatigue striations at the site of the driveshaft fracture. It is possible the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of the event was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
An intravascular ultrasound (ivus) and non-csi device were attempted to be delivered to the target lesion but were unable to due to the strongly calcified, tortuous right coronary artery (rca) lesion. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat the lesion through a femoral access approach. During the third treatment, the oad driveshaft fractured. The treatments were being performed distal to proximal. The physician was able to retrieve the fractured component. Balloon angioplasty was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).